Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope air/water flow was weak or ineffective, and there was no flow from the main air/water system. Upon inspection and testing of the customer returned device, air/water flow was weak or ineffective due to foreign material clogging the scope air/water system due to insufficient or incorrect reprocessing of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.